Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that there was a crack along the battery compartment extending from the finger pad to the case seal. Also unrelated to the complaint, evaluation revealed that the keypad cover was peeling at the up arrow button. During testing, the contrast keypad button was found to be unresponsive, which has no effect on insulin delivery function. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow, down arrow and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.